Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac shock that resulted in death. Patient scheduled for 3rd time vt ablation after having vt storm the week before. Cardiac output of heart (ef) 30% before procedure. Impella was placed before ep procedure to bridge potential low blood pressure. During procedure normal / low blood pressure (bp) values over the whole procedure with mid pressure around 60mmhg. Mapping + ablation without any problems, successful procedure without remaining inductively vt. After the successful procedure, there was no remaining heart pump function even in normal sinus rhythm, just 60mmhg blood pressure from impella support. Tamponade or any other complication were excluded. Patient received catecholamine (noradrenaline) and further medicine in intensive care unit (ICU) treatment under impella support. Still patient died the morning after procedure form cardiogenic shock. The physician's opinion on the cause of death was patient condition,